Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on and remote smart service (rss) shown offline. The customer stated that they already switched to a different power outlet and tested the outlet, confirmed that power was flowing properly. Based on this, there was no issue with the outlet. The customer suspected that the power module may be faulty. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turned on. A field service engineer (fse) isolated the internal power supply and determined that it was faulty and not providing power. The defective power supply was replaced with an onsite spare, restoring normal operation. The system functioned as intended after the field service engineer repaired the device.